Event description:
Three failures - surgeon tried 3 proglide closure devices and all 3 failed. Had to apply hard pressure at the end of the procedure. All 3 products had patient contact but no reported harm. All 3 are available to be returned to the manufacturer. Manufacturer response for proglide closure device, (brand not provided) (per site reporter). Representative will pick up the failed products and has been asked to meet with the surgeon to determine why there has been an increase in product failures.